Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be flattened and stretched, measuring approximately 1.2380 inches. During fluid path testing, a leak was observed in the fluid path due to a tear in the unexposed portion of the soft cannula. The damage to the exposed portion of the soft cannula contributed to the unexposed damage. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the observed damage to the cannula contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level (bg) rose to 17.4 mmol/l (313.2 mg/dl) while wearing the pod between 37 and 48 hours on their leg. As treatment, a new pod was applied. The device was originally reported due to the patient experiencing high bg's.